Manufacturer narrative:
The thermogard was evaluated by biomed at customer's site. The airtrap sensor was cleaned and distilled water was added to the coldwell to remedy the issue. Following the airtrap cleaning, the issue was resolved and the thermogard functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for thermogard with serial number (B)(4).

Event description:
During patient use, it was reported that the glycol was spilled into the air trap sensors and as a result, the thermogard exhibited mid: 09 (air trap assembly) error message. The biomed representative was instructed on how to clean the airtrap sensor to clear the error message. No patient harm or consequence reported on this event.